Manufacturer narrative:
Date sent to the FDA: 03/11/2011. (B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2011 and suture was used in a continuous stitch to close a 1.5cm leg incision on the right mid-thigh. That night, the patient was in the shower and noticed an opening. The middle of the suture line was broken and needed re-suturing the next day. The surgeon stated, the patient is a yoga instructor and may have put stress on the suture line. The patient is fine now.